Event description:
A user facility's biomedical technician (bmt) reported that during semi-annual preventative maintenance (pm) on a 2008t hemodialysis (hd) machine it was noticed that the distribution board was scorched. There was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The distribution board was the original fresenius part on the machine. The machine has 25,175 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the distribution board. The machine then wouldn¿t go into dialysis mode and displayed ¿connector(s) out of port¿ and ¿chem not connected/concentrate connected?¿ messages. He changed both reed switches and swapped the actuator board and cable, but the issues persisted. He is still troubleshooting the issue and the machine remains out of service. A patient was not connected to the machine at the time of the incidents and there was no harm to any patients or individuals because of this malfunction. No samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility's biomedical technician (bmt) reported that during semi-annual preventative maintenance (pm) on a 2008t hemodialysis (hd) machine it was noticed that the distribution board was scorched. There was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The distribution board was the original fresenius part on the machine. The machine has 25,175 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the distribution board. The machine then wouldn¿t go into dialysis mode and displayed ¿connector(s) out of port¿ and ¿chem not connected/concentrate connected?¿ messages. He changed both reed switches and swapped the actuator board and cable, but the issues persisted. He is still troubleshooting the issue and the machine remains out of service. A patient was not connected to the machine at the time of the incidents and there was no harm to any patients or individuals because of this malfunction. No samples are available to be returned to the manufacturer for physical evaluation.